Manufacturer narrative:
(B)(4). Date sent: 3/5/2020. Batch #t93141. Investigation summary: the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched with evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. During functional testing on gen11, an alert screen was displayed. A probable cause of the device stop to activating and the gen11 to display an alert screen is blade damage. No "no uses remaining" alert screen could be identified at any time during testing. The device was disassembled to inspect the internal components and no anomalies were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result include "remove instrument from patient," ¿blade error detected¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade.

Event description:
It was that during a laparoscopic vaginal hysterectomy, after multiple firings and working to perform a colpotomy, the device sent an error code to the gen11 indicating that the instrument needed to be replaced. No more activations were available. The procedure was delayed by five or ten minutes and was completed with no patient consequences reported.